Event description:
Implanted sometime in 1999. X-rays taken in 2/2001 indicate a screw has backed out a few millimeters. Pt is asymptomatic and fusion has occurred. Device has not been reported to have been explanted.